Event description:
After an implantation period of approx. 42 months, inappropriate shocks due to a lead fracture were observed. The device was interrogated and the tachycardia detection was switched off. The ICD is in eri now and will be replaced. ICD remains implanted at this time. Should additional information be received, this file will be updated. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned ICD data. The manufacturing processes for these devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. The final acceptance tests proved the devices functions to be as specified. The returned ICD data have been analyzed. The analysis did not show any ICD anomalies. The data revealed that the ICD therapy was switched off on april 27th, 2022 at 08:32 h during the follow-up from april 27th, 2022 at 08:14 h. On april 27, 2022 at 08:33 h another follow-up was performed. During this follow-up, at 08:33 h the therapy was manually re-activated. Further analysis revealed that a magnet application was detected by the device repeatedly in the evening of april 27th to april 28th, 2022. Each detection led to the activation of the magnet mode. This explains that shocks were delivered during the intervals where the magnet application was not detected. It is reasonable to assume that the magnet moved during this time, which caused the intermittent detections. As a result of the magnet detections, a message box was shown on the programmer screen at first interrogation on (B)(6) 2022, informing about the magnet application on the previous night and asking whether the anti-tachycardia detection should be disabled. This message box was closed by pressing the button yes at 07:37 h. In a next step the amount of charge taken from the battery was verified and the eri battery status was anticipated. The inspection of the available iegms confirmed the presence of noise in the rv channel, which led to the reported charging cycles and shock deliveries. The pacing impedance trends showed increasing values in the rv channel. In conclusion, the devices were not yet returned for analysis. The review of the quality documents confirmed a regular manufacturing of the lead and the ICD. The analysis of the returned data revealed no indication of an ICD malfunction. However, the integrity of the lead cannot be assured.